Manufacturer narrative:
Unique device identifier: (B)(4). Mayfield modified skull clamp (a1059) was returned for evaluation. The unit has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, it should not lose pressure. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a1059) would not hold pressure. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.